Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown) the device charged up but would not discharge. Complainant indicated that the clinician obtained another device to continue treating reported malfunction.